Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (BG) level was "High", although a specific value was not given. The customer administered a manual injection to address their BG. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.